Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that customer was unable to rewind the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.